Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 08-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving morphine, 5.0mg/ml at 0.7009 mg/day and baclofen 200.0mvg/ml at 28.04mcg/day via an implantable pump. It was noted that the patient stated that these medications provide good relief to left shoulder pain which was the reason for the pump. The indication for use was non-malignant pain. The patient¿s medical history noted that the patient had left shoulder/arm brachial plexus pain which the pump was providing relief for. On (B)(6) 2019 it was reported that the patient had noted a swelling on his back incision for about 2.5 months now that had grown but did feel better when he is flat on his back. The patient also stated he also was experiencing pain on right lower back/buttocks/ leg to foot which he did not have pre-surgery. These issues cause pain sitting and he can only walk for about 15 minutes. There were no environmental, external, or patient factors that may have led or contributed to the issue. Per the patient a CT scan was done and the managing physician noted that the catheter looked suspicious and he referred the patient to the surgeon for possible dye study. After the two physicians discussed the issue with the patient a catheter revision to relieve the issue was agreed. A successful tip segment catheter revision performed. Good posterior and intrathecal placement verified by myelogram. The surgeon stated no issue with the catheter therefore the catheter was not returned. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue that necessitated the catheter revision was the physician stated the swelling on the patient¿s back incision seemed to be spinal fluid. The physician removed and replaced the entire tip segment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are : product ID: 8782, serial# (B)(4), ubd: 2020-04-24, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that spinal segment slipped out of position in the spine and was coiled causing a lack of drug delivery. The spinal segment was completely replaced today by the physician. The catheter aspirated successfully and the issue was resolved. It was noted that the healthcare provider had no further information regarding the event. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the 8781 catheter revealed no significant anomaly- miscellaneous acceptable testing catheter incomplete/returned in segments. Analysis of the 8782 catheter revealed catheter body deformed in shape along with dislodgment allegation. (B)(4). If information is provided in the future, a supplemental report will be issued.